Event description:
The customer received questionable troponin I stat (tni) results one time today, for one patient sample. The original result was 2.57 ng/ml (accompanied by a data flag). This result was reported outside the laboratory. The patient was admitted into the hospital. The customer did not know if the patient was admitted based on the initial troponin I result or if there were other factors surrounding his admittance. No other patient information was provided. No patient adverse effects have been reported. A second sample was drawn from the patient after admission to the hospital. The second sample generated a negative result. This sample was repeated on the 2010 rack elecsys analyzer and recovered a negative result again. The original sample was pulled and repeated on the 2010 rack analyzer and recovered <0.30 ng/ml. The tni reagent lot number was 15779101. The field service representative determined weak seals in the pipette module were the cause. He replaced the seals and ran performance tests and patient correlations.